Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that there were no known contributing factors to the ins taking longer to charge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient¿s ins was taking longer to get to the charge sufficient screen. The patient stated that they see the last portion of the implant battery flashing but it does not advance to the charge sufficient screen. The patient reported that they are able to get all 8 coupling boxes, but they sometimes go away and it take a while to get them filled back in. Technical services reviewed that the last quartile of the charge sessions takes the longest to fill in. The patient was redirected to discuss the issues with their healthcare provider if the issues persist. The patient stated that they do not have a physician that manage their dbs device, but they have one for their tremors. The patient was sent physician listings. No complications or further complications were reported.